Event description:
The following literature was reviewed: double thoracic branch endoprosthesis to repair type ia endoleak after zone 2 thoracic branch endoprosthesis; kenneth han, ba, alyssa j. Pyun, md, elizabeth miranda, md, mph, fernando fleischman, md, and sukgu m. Han, md, ms. Sept 12, 2024. Case report: an 84-year-old man underwent a zone 2 tbe (31mm x 15cm x 12mm portal device) for acute type b aortic dissection with persistent chest pain despite anti-impulse therapy (fig 3a). The patient¿s chest pain resolved, and he had uneventful recovery with cta showing successful seal of the entry tear (fig 3b). Follow-up cta showed progressive dilation of the proximal seal zone between the 1 and 3-month imaging studies and the patient presented at the 3-month follow-up with shortness of breath, which was found to be due to his underlying arrhythmia and not endoleak. However, interval cta showed worsening of proximal seal zone with increased opacification of the false lumen and extension of the dissection to involve the inner arch as well (fig 3c). The patient was determined to have failed medical management and tbe was planned. The patient was thus taken to the operating room for zone 0 tbe extension with lsa-to-carotid bypass using an 8mm polytetrafluoroethylene graft. The bypass was first done by end-to-side anastomosis onto the lsa as the inflow vessel, which was then anastomosed to the transected left common carotid artery in end-to-end fashion (fig 3d). Zone 0 tbe as well as lsa branch extensions were then performed as described above (fig 3e). The total operative time was 360 minutes and fluoroscopy time was 17.5 minutes, with contrast use of 40ml. Postoperative carotid duplex studies demonstrated no discrepancies in blood flow of the lsa to carotid bypass. The patient had an uneventful recovery and was discharged home on day 6. At the 3-month follow-up, the patient remains well with resolution of endoleak (fig 3f) and patent bypass (fig 3g). Discussion: cause of failure: progressive dilation of the proximal seal zone and extension of dissection compromised the initial repair. Treatment rationale: open arch repair considered high risk due to age and comorbidities. Zone 0 tbe with carotid debranching chosen to maintain cerebral perfusion and avoid complications of carotid-carotid bypass (e.g., dysphagia, graft erosion, infection). Technical considerations: end-to-end distal anastomosis to carotid artery was performed to avoid creating a cul-de-sac and reduce embolic risk. Dual antiplatelet therapy or anticoagulation recommended for long-term branch patency. Limitations: long retrograde branch perfusion, unknown long-term outcomes, and high device cost. Multi-plane arch angulation posed technical challenges, requiring careful orientation. Clinical significance: demonstrates feasibility of double sandwich tbe for complex arch pathology in elderly patients with dissection, offering an endovascular alternative to high-risk open surgery. 5500-c serious illness - other/unknown is used to capture the underlying arrhythmia.

Manufacturer narrative:
H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. C20- a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.